Manufacturer narrative:
Follow-up #1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings:investigation revealed that the display screen was cracked. The display was replaced with a test display, and the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display on the pump was blank after the patient fell while playing and landed on his side where he wears the pump the prior day. The reporter stated that the prior night after the fall, the display had one red and one white line through the display field, but was legible. The reporter stated the patient was able to bolus insulin via the meter remote and there were no issues with the patient¿s blood glucose level. The reporter confirmed that an alternate method of insulin delivery is available if needed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.